Event description:
A customer contacted beckman coulter, inc. (Bec) to report a clenz leak coulter lh 780 hematology analyzer. The customer could not isolate where the leak originated from. The customer was wearing personal protective equipment. There was no report of exposure to open wounds or mucous membranes. Medical attention was not sought. There was no report of any patient samples or results being affected by this event. There was no death, injury or change to patient treatment attributed or associated with this complaint.

Manufacturer narrative:
The field service engineer (fse) found cut tubing at needle vent line and replaced the tubing. Root cause for the leak is attributed to cut tubing at needle vent line. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).